Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (moisture ingress) issue; there is moisture behind the display lens and intermittent power. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: a review of the black box showed unexplained power on reset events. The pump powered on with the returned battery cap to auditory and vibratory alarms and a blank display. The battery cap fully tightened to the pump and measured within specifications. The battery compartment was intact and there was no evidence of moisture contamination. A leak test found a leak at a tear in the bolus button cover and in the display lens. The audio bolus button could not be tested for responsiveness. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump including. The blank display was due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.